Manufacturer narrative:
G4: 09jan2020. B4: (B)(6). The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the touchscreen assembly to address the reported issue. The issue was resolved and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22nov2019.

Event description:
The customer reported that the device had experienced touchscreen failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.